Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. Additionally, the battery gauge was observed to be fluctuating. Customer's blood glucose (bg) level ranged between 135-521 mg/dl elevated bg was caused by not delivering a correction bolus after coming carbohydrates. A correction bolus was delivered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.